Event description:
The user facility reported a male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support there was a slight oozing at the access site; however, there was no visibility of a hematoma. The patient had encountered elevated levels of partial thromboplastin time (ptt) which resulted in the systemic heparin to be withheld. Unfortunately, the patient arrested during an urgent device escalation and return of spontaneous circulation (rosc) could not be achieved. The patient expired while on impella support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ general patient care considerations. ¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.